Manufacturer narrative:
Retainer = clear. The customer alleged the pump is over delivering causing low bgs and has cosmetic damage on back of the pump case found on 8/9/2021. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08685 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. No over delivery anomaly noted during testing. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, serial number label faded, cracked battery compartment, and cracked battery tube threads. The pump passed all functional testing. Over delivery and low bg anomalies are not confirmed. Cosmetic damage on the battery compartment and battery tube threads are confirmed. The formatted history file list the following manual programmed bolus deliveries for 8/9/2021: 8/9/2021 09:15 bolus wizard normalbolusamountprogrammed = 4 bolusamountdelivered = 4. 8/9/2021 12:35 bolus wizard normalbolusamountprogrammed = 5.9 bolusamountdelivered = 5.9. 8/9/2021 16:53 bolus wizard normalbolusamountprogrammed = 3.2 bolusamountdelivered = 3.2. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had low blood glucose level. Blood glucose at the time of event was 2.5 mmol/l. Customer stated had crack in insulin. Customer treated with candy for low blood glucose. Pump and was getting too much of insulin. The insulin pump will not be returned for analysis.